Manufacturer narrative:
(B)(4). Date sent: 12/09/2022 d4: batch # 693a83 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the ecs25a device arrived with no apparent damage one staple was missing from the device and the breakaway washer was uncut. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested for functionality with the returned washer, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, the staple line was incomplete due to missing staple, and the staples meet the staple form release criteria. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The event described could not be confirmed as no malformed staples were observed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. A manufacturing record evaluation was performed for the finished device batch number 693a83, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after fired noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: rectum procedure.